Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon burst. The target lesion was located in the arteriovenous endovascular fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications reported and patient was stable. It was further reported that the lesion was severely stenosed was in a moderately tortuous and severely calcified area. The device was inflated for 30-40 seconds and burst at 10atm. Also, it was removed with the use of the catheter sheath.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon burst. The target lesion was located in the arteriovenous endovascular fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications reported and patient was stable.